Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with the catheter restriction alarm that occured just after insertion of intra aortic balloon into the patient. During the call,user manipulated the tubing and the sheath hub and they were able to continue pumping alarm free for several minutes. The patient is heading to the cvor as scheduled and leigh and reports the they are stable. No harm or injury reported.